Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display had become gradually dim and faded since about a week ago. Battery change and contrast reset to maximum setting did not resolve the display issue. Patient denied that there was trauma to the pump or moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/05/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to the verify screen with the appropriate audible and vibratory functions. The display screen was dim and discolored with fading text. Unrelated to the display issue, it was observed that the threads to the battery compartment and the battery cap were stripped.